Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The day of the event the patient was at a festival and experienced being thirsty and had frequent urination. The patient sought help at a first aid point, and when a fingerstick was taken the cgm was reading 60 mg/dl, and the blood glucose reading was 540 mg/dl. An ambulance was called, and the patient was brought to the hospital. At the hospital, the patient was treated with intravenous insulin. The patient was feeling weak at the hospital but was discharged after 3 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable but tired. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.